Manufacturer narrative:
Three opened 85910s I/a handpieces from lot fs17073394 were returned for evaluation. The expiration date on the label is 2020-06. All three samples were dirty with particulates, dried solutions and debris visible all over the tip and sleeves. Visual inspection confirmed that the aspiration tube visibly sticks out of the lateral irrigation port of each handpiece. It was also observed that one cannula was bent. A handpiece exhibiting either of these conditions would have been detected and scrapped during the manufacturing process. A review of the device history record found no deviations or issues were detected and confirmed this lot was manufactured according to specifications. The bending of the cannula most likely occurred after the device was received by the customer. As each handpiece was packed manually and 100% inspected, a bending of the cannula as exhibited in the returned sample would have been detected. As a failure from the production process can be excluded, the damage most likely occurred due to a user error. Report 1 of 2 see 1920664-2017-00305.

Event description:
The user facility reported the metal vacuum tube was coming out of the irrigation/aspiration port of two handpieces resulting in traction of the capsule. Both handpieces were from the same lot. A third handpiece from the same lot functioned effectively and was used to complete the procedure. Additional information regarding patient status has been requested but not yet received.

Manufacturer narrative:
The DHR was reviewed, with no deviation or issue detected. The lot was manufactured according to specifications. The sleeves are manually attached to the handpiece under a microscope; therefore an incorrect placement of the sleeve would have been detected. The handpiece would have been scrapped if there were any deviations. The handpieces are packed manually and checked 100%. The doctor followed up with no issues to report and has not had any issues with the I&a lately.